Manufacturer narrative:
The tandem's x2 g5 pump user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer injected air into the cartridge during the fill process. There was no reported impact to the customer's blood glucose level. Tandem technical support educated the customer regarding the proper load process. Reportedly, the customer continued to use the cartridge and resumed insulin deliveries.